Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 38%. Donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr. Customer meter and customer strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.3 inr. Customer meter and customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Two finger sticks were used for four tests and dosing was not done within 15 seconds of finger sticks. According to the user instructions, for a second measurement a new puncture of a different finger is mandatory and when using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip and within 30 seconds when using venous blood.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:44 a.m. The meter result was 4.4 inr, at 8:45 a.m. The meter result was 3.1 inr, and at 8:46 a.m. The meter results were 2.1 inr and 3.2 inr. The patient used 2 fingers for 4 tests. The patient had a recent decrease in their coumadin dose. The patients therapeutic range is 2.0-3.0 inr and tests once a week. The patient feels weak.